Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(6). According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019, revised and the pump and cylinders replaced on (B)(6) 2020 due device failure two weeks after implant, on 12/23/2019. Information received indicated there was a fluid leak at the distal end of each cylinder due to pinholes. The new device was connected to the reservoir. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation at the tip of the bladder of both cylinder 1 and 2. Testing revealed these to be sites of leakage. Microscopic examination of the surfaces revealed there to be a central groove, indicating contact was made with sharp instrumentation, such as a needle. No functional abnormalities were noted with the pump. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladders of cylinder 1 and 2 occurred subsequent to the device packaging being opened. Based on the evaluation and information received, the separations most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, fluid leak - pinholes at distal end of each cylinder. The titan touch was explanted. It failed two weeks after implant. The new device was connected to the reservoir. Device revised; pump/cylinder set was replaced.